Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose levels. Blood glucose level at the time of incident was 53 mg/dl. They had cannot find sensor signal. The insulin pump will not be returned for analysis.